Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that prior to a case when verifying instruments the green navlock would not verify. Tried multiple instruments in the navlock and none would verify. No patient was present at the time of the event.